Event description:
It was reported that tandem mobi repeatedly displayed cartridge alarms over two days, with several consecutive cartridges affected. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and switch to an alternate insulin method if needed, while technical support confirmed specific cartridge alarm, verified that magnets or loading steps were not involved, arranged shipment of replacement pump with updated software under warranty, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.